Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 600 mg/dl. Customer reported that he has been getting insulin flow block alarm. Customer stated he treated with shot for high blood glucose. Auto mode feature was inactive and was not automatically adjusting insulin at time of high blood glucose event. Customer declined high blood glucose. The insulin pump will be returned but other devices will not be returned for analysis.